Event description:
It was reported that pump displayed cgm error 42 when customer attempted to use g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through full pump reset, and after reset pump no longer displayed cgm error and customer successfully started sensor session.